Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to post-sense t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended. No further information is available.